Event description:
Procedure type: laparoscopic gastric bypass/roux-en-y. According to the reporter: the device dislodged within the esophagus and needed to be pulled out with a gastroscope. The suture that typically holds the plastic tubing to the anvil itself inevitably broke. They performed the gastrojejunostomy with a endo gia. The surgeons oversewed the stapled anastomosis. Operative time was extended about 30 minutes.

Manufacturer narrative:
(B)(4).